Manufacturer narrative:
Investigation could not be completed because incomplete device was returned. All returned pieces visually met specifications except for 1 white valve which was torn.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report pain and decreased milk output while using the purely yours breast pump at home. Customer also uses hospital grade breast pump when pumping at the hospital which provides greater efficiency in breast milk expression. Customer was diagnosed with unilateral mastitis approx. 4-6 weeks before contacting ameda. Mastitis resolved with oral antibiotic therapy.